Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the pediatric patient experienced a skin reaction with itching, rash, pimples, blisters, dry skin, and infection under entire patch area, which occurred 6 days after the sensor had been inserted in the arm. The patient consulted his doctor (general practitioner) and they prescribed oral penicillin (antibiotic) for treatment. At the time of the report the patient was in good condition. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).